Manufacturer narrative:
The e411 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa on a cobas e411 rack. The sample initially resulted in a total psa value of 0.08 ng/ml. The sample was repeated on (B)(6) 2026, resulting in a total psa value of 3.0 ng/ml. It was asked, but it is not known if each measurement was performed using the same sample or different samples. It was reported that the same sample was repeated, but it was also reported that the initial value was from a frozen sample and the repeat value was from a new fresh sample. A clarification has been requested.